Event description:
In 2005, the lay user contacted lifescan alleging that pt one touch ultra meter was displaying the "apply sample" message. The medical affairs specialist (mas) mailed a letter in october 2005, since the user could not be reached by telephone for futher clarification. The user described feeling dizzy, congested, weak, and as though pt was going to pass out. Pt reported having lost 20 pounds in the past three weeks. Pt visited the hosp, where pt was treated intravenously. The results obtained on the hosp device were unk. No further clinical information was provided. It would have been helpful to know how long the user had been unable to obtain a blood glucose result during the time of concern, pt medication regimen, when pt developed symptoms, results obtained at the hosp, and diagnosis. The customer care agent (cca) walked the user through a test, using a new test strip and sufficient sample size. The test did not start. The cca confirmed with the user that a sufficient sample size was used. Troubleshooting could not be completed, since a new vial of test strips was not available. Although there is insufficient information to suggest that the product meets the criteria of a meter malfunction, this complaint is being reported as an adverse event. The user experienced symptoms, alleged that pt had to go the hosp due to the meter, and received treatment intravenously. The meter and control solution were replaced.